Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. It was reported the" tubes are drawing over the line."

Manufacturer narrative:
H6: investigation summary: bd received 173 samples for investigation. 10 random samples were selected and evaluated by functional testing] and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing] and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. It was reported the" tubes are drawing over the line".